Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153368 and test base part number 195-430h / lot 148371. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153368 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal swab. The customer reported that to report that the result of a test he applied to someone else came out as a positive but that the control line is half faded. The customer reported that the control (upper) membrane color after the test was half faded pink, the other half was darker. The customer reported that the sample (lower) membrane color after the test was pink/purple. Although, requested no additional patient information, including treatment and outcome, was provided.